Manufacturer narrative:
Supplemental submitted with evaluation results.

Event description:
It was reported via repair work order that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed exit was not working and scale was inaccurate due to malfunction load cell. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.